Event description:
It was reported that the insulin pump depleted the battery life prematurely within 1 week since the last battery replacement. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specification, and no unexpected low battery alarms were noted. The unit was received with a corroded battery tube and corroded battery cap contact. The device was also received with a cracked case at the display window corners.